Manufacturer narrative:
The following statement in the previous report was incorrect: as many medications were given to the patient, this was a possible source of interference. Known interferences are documented in product labeling. The statement should have read: if medicines were given to the patient, this could be a possible source of interference. Known interferences are documented in product labeling. Medical assessment of the event noted 18 hours had passed between the two measurements. It cannot be excluded that the difference in the results was reflective of the progression of the thrombosis in the patient.

Manufacturer narrative:
As no customer material was received for investigation, a specific root cause could not be determined. A high-dose-hook effect, application failure, or interference of the sample could not be completely ruled out with the information provided for investigation. As many medications were given to the patient, this was a possible source of interference. Known interferences are documented in product labeling. It was noted it was likely a sample tube was used that is not recommended in product labeling. The investigation advised to verify pre-analytic sample handling and the use of the correct collection materials by the customer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable d-dimer result from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold nor is like or similar to a product sold in the united states. The result from the meter in the doctor's office at 5pm was 0.52 ug/ml and was reported. The customer thought that the result from the cobas h232 was not plausible. The patient was transferred from the doctor's office to the hospital. The diagnosis in the hospital was deep venous thrombosis. On (B)(6) 2017 at 11:30 am, the result from an acl top 350 in an external laboratory was 14.5 ug/ml. The patient was not adversely affected. Relevant retention material from lot 18710710 was tested on qualified cobas h232 with three native blood samples and one spiked blood samples (c=0.65 ug/ml). Each blood sample was tested with three test strips. The mean of the measurements on a qualified cobas h232: first native blood sample: 0.17 ug/ml; second native blood sample: 0.30 ug/ml; third native blood sample: 0.24 ug/ml; spiked blood sample (c=0.65 ug/ml): 0.71 ug/ml. The results of all testing fulfilled the requirements.